Event description:
During a retroactive review of past complaint for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A patient service rep (psr) was with a (B)(6) female patient when the psr contacted zoll customer support to report that the patient developed a draining open sore on her left side, near the underside of her breast. The patient told the psr that the doctor at the hosp believed the extra wire of the electrode belt rubbed the skin away causing a blood infection. The area was behind the front therapy electrode. Patient was given a three day oral antibiotic for the infection. There is no additional f/u documented.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.